Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 05/11/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. No failures were observed during incoming inspection of this lot. Correction submitted 05/29 /2015 as follow-up #1: upon review of the contact made on 04/01/2015, it was noted that the reporter had also alleged the patient had a blood glucose level in excess of 500 mg/dl, registering too high for meter to read, and had a headache. The patient required no unusual treatment. This event is being reported at this time as the patient experienced hyperglycemia.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. The patient¿s blood glucose level was reported to be greater than 250mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.